Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the operation, the surgical teacher found that the cuff could not be completely emptied and could not be used normally. The procedure was completed with backup product. There was no patient involved.

Manufacturer narrative:
Product analysis: visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks or blockages were observed. There was no intermittent behavior while manipulating the cuff or the pilot balloon. For further analysis, a leak test was performed by submerging the entire device in water and no leaks or blockages were observed. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.